Event description:
The article, "mobile bedside ductus arteriosus closure in severely premature neonates using only echocardiographic guidance", was reviewed. The article presented a case study of a 900g patient with a patent ductus arteriosus (pda). It was reported that on an unknown date, a 5-2mm amplatzer piccolo occluder was chosen for implant. During the procedure, it was noted 2/3 of the device was sticking out of the delivery catheter in the descending aorta before it was noted the device became disconnected from the delivery cable. An attempt to reconnect the delivery cable to the device was successful and the device was positioned properly into the duct. While pushing out with a wire, the device embolized into the main pulmonary artery. The patient remained stable and was administered heparin before being transported via helicopter to another facility for transcatheter retrieval and subsequent implanted with a new 5-2 amplatzer piccolo occluder. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. [The primary and corresponding author was stanimir georgiev, congenital heart disease and pediatric cardiology, (B)(6).

Manufacturer narrative:
The UDI number is not known as the part and lot numbers were not provided as reported through a literature review on a case study of a 900g patient with a patent ductus arteriosus (pda). A 5-2mm amplatzer piccolo occluder was chosen for implant. During the procedure, it was noted 2/3 of the device was sticking out of the delivery catheter in the descending aorta before it was noted the device became disconnected from the delivery cable. An attempt to reconnect the delivery cable to the device was successful and the device was positioned properly into the duct. While pushing out with a wire, the device embolized into the main pulmonary artery. The patient remained stable and was administered heparin before being transported via helicopter to another facility for transcatheter retrieval and subsequent implanted with a new 5-2 amplatzer piccolo occluder. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.